Event description:
[Redacted] 11:14 am by risk,rde: neptune (suction machine) stopped working in the middle of the case therefore leaving the surgical field without suction. Registered nurse ran to grab a replacement unit. Second neptune machine just cleaned and removed from the field.